Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 2.9; 1.3 lab: 2.3. Technical support shall make an effort to contact the customer for the return of the suspect meter for further evaluation.